Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incorrect, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black granules in humidifier chamber. Patient reported eye irritation, swelling in which he did seek medical intervention for from ophthalmologist. Patient's ophthalmologist prescribed patient eye drops. Patient reported that he does use nasal pillows and has been experiencing nasal swelling/irritation a swell as pustule formation. Patient advised by medical profession to stop using device - patient reported that he cannot use device. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The following correction has been updated in this report: in the previous report, section was marked product problem incorrectly, which has been corrected to reflect the adverse event and product problem. In the previous report, section was blank, which has been marked to reflect the required intervention to prevent permanent impairment/damage. In the previous report, section h1 was marked malfunction, which has been corrected to reflect serious injury. Section health effect - clinical code, health effect - impact code has also been updated to reflect the serious injury. Section d8 device serviced by a third party were updated to unknown in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. In addition, the patient allged nasal swelling/irritation and pustule formation. The patient has not reported any intervention at this time. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.